Event description:
It was reported that during the course of a procedure, the device would not function in lesion mode. The case was cancelled. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.